Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in the clinic following a vibrational alert being delivered by the device. Upon interrogation, there were episodes of noise on the right ventricular (rv) lead which resulted in oversensing. Diagnostic imaging was performed and no anomalies were noted. The lead was capped and replaced and the patient was stable with no consequences.